Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that the batteries were not holding a charge was verified during service. The service technician found the batteries to be measuring above 13vdc. Ran the unit on battery, and after 12 minutes the low battery alarm sounded. The unit had been plugged in overnight. The issue was resolved by replacing the battery,12v,6.5 ah ,certified 2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the batteries were not holding a charge. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the removed batteries with lot number 0011019087 have been installed since 1st april 2022. Battery power was required for patient transport. Display charge indicator and battery alarms were working normally and a hand crack was not used.